Event description:
This syncardia companion hospital cart was not in pt use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the hospital staff had to use tape to secure the power cord into the companion hospital cart.

Manufacturer narrative:
This alleged failure mode poses a low risk to a pt because the hospital cart was not in use with a pt when the issue was observed. In addition, it would not prevent a docked companion 2 driver from performing its life-sustaining functions. In addition, the companion 2 driver has redundant, alternate power sources of two external batteries and an internal, emergency battery. Syncardia initiated a CAPA (corrective/preventive action) to address the companion driver caddy power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its eval of this complaint and is closing this file.